Event description:
It was reported that the customer was hospitalized, however the customer declined to provided further information or to troubleshoot. Customer's blood glucose level 200mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)